Event description:
It was reported that when the nurse opened the pump module door in response to the pump that was alarming for a patient side occlusion during a normal saline infusion, it was noticed that the tubing set had a balloon in the silicone segment. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional patient information: diagnosis: fecal impaction.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: y299024, exp: aug20, 5% dextrose and 0.9% sodium chloride injection. The customer¿s report that the tubing set had a balloon in the silicone segment was confirmed as-received. During visual inspection it was observed that the silicone segment tubing (p/n 12088541) had a balloon (.5530 inches long, .3770 inches wide) starting .1230 inches below the ring retainer of the upper fitment. The bulge in silicone segment was not replicated during functional testing, however it was confirmed and replicated during pressure testing. The silicone segment was analyzed and the walls were found to be concentric. The root cause of the silicone segment bubble was not definitively determined, however the possible cause identified from previous investigations have found that bubble/ balloon can occur when an IV push medication or flush is executed below the pump without first clamping the tubing injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to bubble/ balloon. The customer¿s report that the pump was alarming for occlusion was not confirmed. The device pump and pcu that were in use at the time of the customer event were not returned for investigation.

Event description:
It was reported that when the nurse opened the pump module door in response to the pump that was alarming for a patient side occlusion, it was noticed that the tubing set had a balloon in the silicone segment. There was no patient harm reported.